Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to agricultural work and lack of hygiene measures. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated intraperitoneal (ip) voncon and ip biklin for the peritonitis. On an unreported date, antibiotic therapy was changed to meronem (no further details) due to unresponsiveness to treatment. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. It was not reported if the patient was retrained on the proper aseptic technique. On an unreported date, the patient experienced septic infection, cerebrovascular accident and cardiac arrest. Treatment for the events was not reported. It was reported that the patient passed away. The cause of death was reported as due to septic infection, cerebrovascular accident and cardiac arrest. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the peritonitis event. No additional information is available.